Event description:
On (B)(6) 2008, an elevate graft was implanted. It was reported that since implantation, the pt has had, "major, serious complications," including back pain, dyspareunia, pain down the back of her leg and chronic pain. Mesh removal is pending, but it's unclear if it will relieve her leg pain.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.